Manufacturer narrative:
Device was discarded by the user.

Event description:
The reported information stated the inlay was explanted from the right eye of a (B)(6) year old female patient approximately three (3) months and 20 days due to persistent corneal haze (pocket haze), blurred vision, and epithelial defect. Onset of the epithelial defect is unknown. On (B)(6) 2016, it was reported that the epithelial defect had closed. The corneal haze was treated with an extensive steroid regimen: durezol quid along with muro and alphagan to control intraocular pressure. It was noted during the (B)(6) 2016 visit, the haze was gone however, the patient developed a cataract due to the steroid regimen. Patient's vision has improved to a bcdva of 20/50 as reported on (B)(6) 2016. The patient has since undergone cataract surgery and the reported visual acuity is now 20/20.